Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-01374. It was reported the pt is experiencing discomfort at her ipg site. It was also reported the pt is experiencing pocket heating while charging. The pt was advised to charge more frequently for shorter periods of time. She is working with her physician to determine the next course of action. On (B)(4) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.